Event description:
It was reported that the user announced a dinner as ¿usual¿ on the ilet and experienced postprandial hyperglycemia to 360 mg/dl after eating beans, rice, and vegetables, followed by device-driven correction leading to hypoglycemia to 60 mg/dl. The user later learned they had not been using the ¿less than¿ or ¿more than¿ meal size options and had been selecting only ¿usual.¿ symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for troubleshooting and education regarding correct meal announcement and size selection. Investigation included a review of meal announcement practices and user education by clinical. Investigation of this case revealed improper meal size selection during announcement, leading to underestimation of meal insulin needs and subsequent corrective dosing with resultant hypoglycemia; no device malfunction was identified. It was concluded, based on established findings for similar reports, that user-related meal announcement behavior caused the event.